Manufacturer narrative:
An event regarding infection involving an unknown triathlon insert was reported. The event was not confirmed. Medical records review: review of the x-rays provided by a clinical consultant indicated; in this case no correlation between any specific device property and infection can be established. Patient had some risk factors present in the form of an overweight condition but mainly bad luck to sustain an infectious complication of her knee arthroplasty. Infection is a procedure-related complication of any arthroplasty with sometimes additional patient-related risk factors to acquire an infection. Conclusions: the exact cause of the event could not be determined because insufficient information was provided. Further information such as product details, pathology reports, operative reports as well as patient history and follow-up notes are needed to complete the investigation for determining a root cause.

Event description:
Poly exchange due to possible infection as specified by surgeon.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information has been requested. Should additional information become available it will be reported in a supplemental report upon completion of the investigation. Not returned to the manufacturer.

Event description:
Poly exchange due to possible infection as specified by surgeon.